Manufacturer narrative:
The reported event of unable to tighten the set screw was verified in the lab. The device was found to have the set screw for the rv/svc lead unscrewed from the connector block and it had rotated beneath the septum. This prevented the screwdriver from inserting into the hexagonal cavity of the screw. When the screw was re-engaged with the connector block, the screw operated normally in affixing a lead to the device. The other set screw operated normally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead revision procedure, the distal set screw on the rv port could not be engaged. Device was explanted and replaced. Patient¿s condition was good post-procedure.